Manufacturer narrative:
(B)(4).

Event description:
Medtronic legal received information regarding defective insulin pump from the attorney of the family. The information received on june 03, 2021. Customer stated insulin pump failed in its delivery of insulin to her, resulting in diabetic ketoacidosis and hyperglycemia. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The information has been provided in describe event or problem with this report.

Event description:
Incident date is (B)(6) 2020. Customer got pump error 63 but was able to clear and rewind the pump. Customer reported that the reservoir was not coming out of the pump and that there was no damage on the pump reservoir lip / ring. There was no sign of damage on the pump or anything.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was admitted to emergency room due to high blood glucose of 600 mg/dl. It was reported that the insulin pump was not on auto mode at the time of the incident. The insulin pump will be returned for analysis.